Event description:
Device history record was reviewed, no event linked with the reported issue was found device logs was not provided. The reported device was not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: the customer reported that, after installing the syringe in the pump, the medication was infused automatically without the physician giving the command to start the administration. No harm occurred to the patient, as the pump was not connected to the patient at the time the infusion took place. The technical support team was contacted to investigate the incident. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.